Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the unit, there is corrosion on electrical board particularly around the battery connectors, and on the back of the lcd screen. Unable to perform the displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had critical pump error alarm. The customer¿s blood glucose level was 16.9 mmol/l. Customer reports they received the open book image on the pump screen. The device will not be returned for the analysis.